Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead helix had failed to retract and extend. When the lbbap was removed, it was found that the lead helix appeared bent. The lbbap lead was not used. The physician continued with another lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue and helix bent were confirmed. A complete lead was returned in one piece for analysis. Visual examination found the helix clogged with blood/tissue. X-ray examination of the helix mechanism found the helix compressed/bent consistent with procedural damage. The cause of the reported event was isolated to the helix clogged with blood/tissue and the compress/bent helix consistent with procedural damage.